Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they were hospitalized due insulin pump was over delivering insulin. Blood glucose level as 3.10 mmol/l. Troubleshooting steps were not mentioned and customer will continue to use the device.